Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they experienced fault 319 and had to disable the universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the logs and noted 319 errors on the usm 2. The isi tse had the customer disable usm 2 and recover the fault. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was powered on and it initially did power on without any errors. The system was powered on and there were no errors or messages reported. The arm 2 was disabled in order to continue the surgery. The surgery was completed robotically with 3 arms since arm 2 was disabled. The surgery was completed robotically, with the use of three arms. No patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site and confirmed the 319 error on the usm 2. The usm was replaced due to the 319 error. The usm replacement was completed. The system was tested and verified as ready for use. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
On 11-sep-2023, intuitive surgical, inc. (Isi) received medwatch report mw5144825 stating: "the patient was having a robotic assisted laparoscopic radical prostatectomy with extended bilateral pelvic lymph node dissection when one of the robotic arms froze, and then pulled away, causing the surgeon to lose functional control, and the arm pulling a small piece of tissue from the patient. The surgery was able to continue with the affected arm being removed from the surgical field. This event did not cause the patient any immediate/lasting injury." This medwatch report was confirmed to capture the same event reported on patient identifier (B)(6) but does include previously undisclosed information regarding non-intuitive motion and tissue injury. The universal surgical manipulator (usm) was returned for failure analysis and the failure was confirmed via system logs and replicated during testing when it failed normal mode and triggered errors as the electrical boards were not detected. The clock spring fiber cable was swapped with a new one and the error did not return. Advanced system logs confirm that the site experienced a non-recoverable fault and had to refrain from using the usm to continue. Approximately midway through the procedure, usm 2 experienced communication errors caused by the clockspring fiber cable. This started with low fiber errors and resulted in node not present errors on the axes controller motor (acm) printed circuit assembly (pca). This node not present error would result in customer-facing faults. This site conducted several system restarts to clear the error but ultimately ceased use of the usm to avoid triggering the error. This node not present error would prevent all movement of the of the usm. There is no information in the logs to confirm the customer reported non-intuitive motion.

Event description:
Refer to h10/h11 for follow-up information.